Event description:
It was reported that this right atrial (ra) lead exhibited multiple low out of range pacing impedance measurements of less than 200 ohms. Oversensing of noise, loss of capture, high threshold measurements, and low intrinsic amplitude measurements were also noted on the ra channel. No changes have been made and the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple low out of range pacing impedance measurements of less than 200 ohms. Oversensing of noise, loss of capture, high threshold measurements, and low intrinsic amplitude measurements were also noted on the ra channel. No changes have been made and the ra lead remains in service. No adverse patient effects were reported.